Event description:
It was reported that rod window mask misalignment relative to true source location can occur in transmission scans, which may result in incorrect attenuation correction. This can create image artifacts and affect suv calculations.